Event description:
The customer's mother reported via phone call that the insulin pump had a displayable history check failed on startup alarm. The mother reported the customer was playing with the insulin pump prior to the alarm occuring. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.